Manufacturer narrative:
A philips services operations manager reported that the customer does not maintain a service contract with philips and the device is maintained by a third-party biomedical company. The customer biomedical engineer inquired about spare parts but did not provide any details regarding failure, device usage, nor corrective activity. There was no philips service activity. It was noted in the record that the customer will not be returning any defective part or provide any information about the failure or system usage during the failure. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen does not work. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.